Event description:
On (B)(6) 2012, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm (aaa). It was reported that the physician cannulated the trunk-ipsilateral leg component gate per instructions for use. Upon deployment of the contralateral leg component, images reportedly revealed that the device was deployed outside the gate. On (B)(6) 2012, the pt was converted to open repair to address the deployment inaccuracy. It was reported that the pt experienced blood loss during the procedure, post-operatively experienced an infarct, and expired that day.